Manufacturer narrative:
Pump passed self test and displacement test but failed sleep current measurement and active current measurement due to corroded battery tube. Pump received power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 21 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting steps were provided for power error detected alarm. The customer was advised the process should resolve the power error detected condition. The customer was advised the insulin pump will need to be replaced and to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.